Manufacturer narrative:
The device was evaluated. The root cause cannot be conclusively identified. Based on investigation results, reasonably known information suggests probable causes such as damage or deterioration of parts, environmental problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuits. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the bronchovideoscope exhibited a noisy image, peeling of the corrugated tube coating on the light guide, fading of the light guide corrugated tube markings, and corrosion on the vent cap. There was no patient involvement.